Event description:
Ous MDR - the device reached eri in (B)(6) 2014. The follow up from "(B)(6)" showed there was about 4 years and 2 months left. It is believed this may be related to cardioversion. The implant, explant and event dates were not provided. This device was returned for analysis.